Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had an expired ins on the right side. The ins on the right side was removed and the extension was tunneled to the left side and connected to the ins on the left. Once connected high impedance reading on the left extension on contacts 3 (2067), 1 (2066), and 0 (2392) therapy was not affected. Contact 3,0 was 4,162. This was done on (B)(6) 2019. Unknown if any environmental/external/patient factors may have led or contributed to the issue. Diagnostics/troubleshooting included the ins had impedance checks done. Interventions/actions included the extensions were removed and wiped, suction was applied to the ins to remove any possible fluid and impedances remained the same. The issue is not reported to be resolved. No symptoms were reported. No further complications were reported or anticipated.